Manufacturer narrative:
The device was not returned to the MFR for physical eval. A product recall has been initiated by the MFR and the reported product issue is being investigated by the MFR via a CAPA.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred at the bottom connection of the crit-line blood chamber that threads to the dialyzer. The leak was visually observed to be an external leak where blood had pooled below the wings of the pvc adapter around the threaded area that connects to the dialyzer. Test strips were not used to confirm the leak. Estimated blood loss was no more than 5ml. The patient had no adverse effects and no medical intervention was required. The patient completed treatment. Companion samples are available for manufacturing evaluation and has been requested.